Event description:
When drawing back on the plunger to get a blood sample from an arterial line, the plunger has disconnected (at purple hub/black hub connection). No harm caused to patient, tubing was switched out for a new set. This has been reported 3 times total.